Event description:
Pt presented to the emergency dept with pain and difficulty with ambulation. Failed right total ankle arthroplasty. Removal of components plus 2 screws & fusion of "tibiotalart sabtal" joint with retrograde rod.